Event description:
Device returned to MFR with no explanation of reason for explant. Follow up indicated device was explanted for infection - repeated requests for more details regarding this event have been unanswered. A supplemental medwatch report will be filed if additional information becomes available.